Event description:
It was reported that the user experienced an ¿unable to proceed¿ during a supply change followed by alert 38 indicating consecutive stalled motor, which prevented insulin delivery until new supplies were installed and delivery was resumed; the user employs dexcom g7 cgm, a steel infusion set on the abdomen, and fiasp prefilled cartridges, and a dry run and subsequent supply change were completed without further alerts. Symptoms included hyperglycemia with a cgm reading reported as high and a meter value up to 395 mg/dl, trending downward by the end of the call. Outcomes included temporary interruption of insulin delivery with self-recovery after troubleshooting, and no hospitalization. Investigation included review of device notifications, guided troubleshooting, removal and reinstallation of supplies, a successful dry run, and confirmation of resumed delivery with new cartridge, connector, and infusion set. Investigation of this case revealed a motor stall condition consistent with a delivery obstruction or transient occlusion during fill or startup that resolved after replacement of disposable components and restart, with no ongoing device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient delivery obstruction related to disposable components or setup, resolved through standard troubleshooting and supply replacement.

Manufacturer narrative:
Initial.